Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, no delivery or the unexpected restart tests or verify the reset codes due to the motor error alarm. The pump had intermittent button response due to the moisture damage on the keypad traces. The pump was received with moisture damage on the electronic assembly. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he went into the pool with the device on. Customer's blood glucose was unknown. Buttons were unresponsive. Device alarmed unexpected restart alarm. There was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.